Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/19/2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reports that they did not hear a continuous glucose monitor (cgm) alarm and experienced a hypoglycemic event. Patient was sleeping at time of event. Patient's blood glucose (bg) value was 35 mg/dl. Patient reported becoming unconsciousness at approximately 8:15 pm the evening before. On (B)(6) 2017, the patient's roommate heard a cgm alarm at 8:15 am. Roommate was unsuccessful at waking the patient. The roommate called emergency medical technicians (emts). The emts administered an IV and brought patient out of unconsciousness. The emts transported patient to emergency room (ER). ER doctors administered an IV with dextrose. Patient reported that a nurse stated her glucose level was at 25 mg/dl. Patient stayed in ER until her glucose level was manageable. Due patient's blood pressure, she was admitted to hospital and released (B)(6) 2017. At time of contact, patient is in stable condition. There was no alleged device malfunction. Patient states that the alarm was not loud enough. At time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.